Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 03-jan-2024. H3. Device eval by manufacturer- yes. Investigation summary - bd received 15 samples and seven (7) photos for investigation. A visual examination of the returned samples and photos revealed improper assembly, causing the transfer straw to not be placed correctly on the holder. Retention samples were not evaluated for this complaint as no retentions are kept for this product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode incorrect placement of component on product based on customer provided photos and returns. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® urine transfer straw, needles were seen poking through the sides of hubs and there were loose needles in the bag. It is unspecified how many defective needles there were. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® urine transfer straw, needles were seen poking through the sides of hubs and there were loose needles in the bag. It is unspecified how many defective needles there were. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: not applicable, this material does not have an expiration date a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.